Manufacturer narrative:
(B)(4). The tracheal tube was returned for investigation. A visual inspection was performed and no anomalies were found. An inflation deflation test was performed and the cuff was found to operated without any difficulty. The cuff was left inflated for two hours and no deflations were observed. The reported complaint could not be duplicated.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during patient use, a tracheal tube was replaced and an incomplete cuff deflation was confirmed. There was no patient harm reported.